Manufacturer narrative:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 . The patient experienced an excessive vault. Reportedly "I have a patient that has a high vault ou after toric icls (B)(6). She is experiencing some eyebrow aches only over os. " the lens remains implanted. Health effect- clinical code: "4581- eye brow ache" should be removed. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "4581- eye brow ache" should be added. B5- the reporter indicated that the surgeon implanted a toric implantable collamer lens into the patients left eye (os) on (B)(6) 2023 . The patient experienced an excessive vault and 'eyebrow ache'. Reportedly " I have a patient that has a high vault ou after toric icls 28jun. She is experiencing some eyebrow aches only over os. " the lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D4 - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). High vault and eyebrow aches was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.